Event description:
It was reported that a physician attempted arteriotomy closure using the starclose device after an unk procedure. An attempt was made to remove the device; however, it was stuck. The physician pulled and removed the device successfully. Hemostasis was achieved with manual compression. There were no pt adverse effects. No add'l info available.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.